Event description:
Not a complaint, but an unexpected event in which the entire device was delivered through the posterior wall of the artery causing an area of bleeding. The device was removed and the affected area was treated with a stent graft without further complication. Guidewire was used however it was inadvertently pulled back, sheath was then advanced through posterior wall of artery.

Manufacturer narrative:
Not a complaint, but an unexpected event in which the entire device was delivered through the posterior wall of the artery causing an area of bleeding. The device was removed and the affected area was treated with a stent graft without further complication. Guidewire was used however it was inadvertently pulled back, sheath was then advanced through posterior wall of artery.